Event description:
This unsolicited device case from (B)(6) was received on 24-may-2016 from a medical doctor (rheumatologist) via a company representative. This case concerns a female patient (age unspecified) who experienced popliteal cyst rupture with a large calf after receiving treatment with synvisc one. Patient had medical history of phlebitis. It was reported that patient already had cures not otherwise specified (nos) in 3 injections. The patient's past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient received treatment with an intra-articular synvisc one injection once (indication, lot/batch number and expiration date: not provided) into an unspecified knee. On an unknown date, after an unknown latency, patient experienced popliteal cyst rupture with a large calf 24 hours after synvisc one injection in knee. On an unknown date, ultrasound was performed that showed that there was no phlebitis but it confirmed cyst rupture. At time of reporting, patient was fine and outcome of event was recovered. Corrective treatment: unknown. Outcome: recovered/ resolved. (B)(6). A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criterion: important medical event. Pharmacovigilance comment: sanofi company comment dated 30-may-2016: this case concerns a patient who experienced the event of popliteal cyst rupture 24 hours after receiving synvisc one injection. A positive temporal relationship exists between the event and the administration of synvisc one, hence a causal relationship cannot be denied. However, lack of information regarding the patient's underlying condition for which she received synvisc one, conditions under which the injection was given and the technique of injection is required to make complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a medical doctor (rheumatologist) via a company representative. This case concerns a female patient (age unspecified) who experienced popliteal cyst rupture with a large calf after receiving treatment with synvisc one. Patient had medical history of phlebitis. It was reported that patient already had cures not otherwise specified (nos) in 3 injections. The patient's past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient received treatment with an intra-articular synvisc one injection once (indication, lot/batch number and expiration date: not provided) into an unspecified knee. On an unknown date, after an unknown latency, patient experienced popliteal cyst rupture with a large calf 24 hours after synvisc one injection in knee. On an unknown date, ultrasound was performed that showed that there was no phlebitis but it confirmed cyst rupture. At time of reporting, patient was fine and outcome of event was recovered. Corrective treatment: unknown outcome: recovered/ resolved french imputability: (B)(4). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event additional information was received on (B)(6) 2016. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (b)(64) 2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a patient who experienced the event of popliteal cyst rupture 24 hours after receiving synvisc one injection. A positive temporal relationship exists between the event and the administration of synvisc one, hence a causal relationship cannot be denied. However, lack of information regarding the patient's underlying condition for which she received synvisc one, conditions under which the injection was given and the technique of injection is required to make complete case assessment.